Manufacturer narrative:
The t:slim user guide states: humalog and novolog have been tested by tandem diabetes care, inc. And found to be safe for use in the t:slim pump. Humalog was tested for up to 48 hours as labeled, novolog was tested for up to 72 hours. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported multiple, intermittent occlusion alarms occlusion. The customer reported blood glucose (bg) levels in the 200's mg/dl range and a correction bolus via the pump was delivered to address the elevated bg level; there was no reported adverse impact to the customer's current bg level. Supply changes were performed to address the occlusion alarms. Reportedly, the customer uses apidra insulin in their cartridge. Tandem technical support informed the contact that apidra was contraindicated for use with the pump and advised the contact to contact the customer's healthcare provider regarding other insulin types indicated for use with the pump. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information regarding this event was provided.